Event description:
Our office received a report from an optician regarding a female consumer who experienced punctate keratitis with pain and a burning sensation following use of complete multipurpose solution in an alcon lens case and lunelle soft lenses (by cooper). Apparently, the optician tested new lunelle lenses on a consumer who had ordered them, an then positioned the lenses into an alcon lens case, using complete solution to store them. The consumer went home and after wearing the lenses for 1 hr experienced a strong pain and burning. The lenses were removed, but the following day, the consumer sought medical treatment. The diagnosis was punctate keratitis and she was given tobradex. The pt recovered. The optician had informed alcon firstly, because she was alarmed by what happened and started smelling the lens cases; she seemed to smell something like gasoline. The optician indicated the bottle had been open for only 5 days and it was stored safely out of any contaminating source. The optician also noted she put the solution directly into her own eyes and did not have any problems. Complaint unit was returned and found to meet product specifications.

Manufacturer narrative:
Used for chemistry and batch record review. Complaint and retain unit eval results: physico-chemical analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of product has not revealed any anomaly during the mfg processes. Root cause has not been established.